Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Premarket identification k011028 and k013227.

Event description:
Doctor reported the implant collar and the abutment screw fractured and were removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). An unknown zd screw and one impl tapered scr-v sbm 3.7mm 3.5mm 10mm, tsvb10 was returned for investigation. Visual inspection of the products identified bone/tissue attached to the implant external threads. Fracture at the collar of implant and screw identified as fractured at the threads. Functional testing could not be performed due to the nature of the devices and events. Pre-existing conditions were noted on the complaint: bruxism. Bone density type ii. The reported device was located on unknown tooth site when the event occurred. The implant was in use for 4 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. February post market trending was reviewed and there were no negative trends or corrective actions for the reported event and device. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.